Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl the night prior to calling. The customer suspended the insulin pump and treated with food. Last set change was on (B)(6) 2017 and the customer stated she was disconnected during rewind and prime. Troubleshooting for low blood glucose was declined. The customer also reported that the day of the call, she had sensor reading discrepancies which caused the insulin pump to go into threshold suspend. The customer stated that the sensor glucose was 40 or 50 and blood glucose level was 130 mg/dl. The customer called back later to report still having issues with sensor reading discrepancies. Sensor glucose was 49 while blood glucose was 87 mg/dl. The customer was called back 2 hours later and was assisted with restarting the sensor and was advised to calibrate. Most recent blood glucose level was 255 mg/dl. The insulin pump will not return for analysis.